Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer reported that a PICC was inserted into an infant during a procedure. The guidewire had resistance when trying to remove and the catheter was "scrunching/buckling." Tension released and purple stabilizer at cannula broke off and slid down line. Line removed immediately.